Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of high impedance was not determined, although since it cleared when connected to neurostimulator, it's possible that running stimulation burned off the layer/film of material on the lead that caused the impedance issue or perhaps air pockets that eventually got absorbed.

Event description:
It was reported that during a deep brain stimulation procedure, high impedance was observed on contact 2a of the lead (approximately 30k ohms), which could not be resolved with troubleshooting. The connectivity test could not be passed using the lead and testing cable. The lead and testing cable were replaced, but high impedance was then present on contact 2c (ranging from approximately 12k to 30k ohms). The test cable continued to show high impedances on contacts 2a and 2c and was unable to pass the connectivity test, including when a second test cable was used. Troubleshooting steps included replacing the lead testing cable, checking connection and grounding, rebooting the clinician tablet, and restarting the deep brain stimulation software. Contact alignment and grounding connection were checked, and no visible damage was found on the lead contacts or pins of the external neurostimulator. Current was passed onto the lead at 3-4v for several minutes, which reduced lead impedance from 30k ohms to 12k ohms. The lead was implanted, and lead impedances were approximately 2k ohms (within normal range) when tested with the implantable pulse generator (ipg), and the connectivity test was passed. Post-operative computed tomography confirmed no bleeding in the brain. The issue was resolved, and the patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3300542, (serial: (B)(6)); product type: 0200-lead; brand name sensight; product ID: b3300542, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; brand name sensight; product ID: b31040, (lot: 082n28124); product type: 0215-screening device; brand name sensight; product ID: b31040, (lot: 082n31324); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis (B)(4): the returned device passed all testing in the laboratory and no anomalies were identified. H3 product analysis (B)(4): the returned device passed all testing in the laboratory and no anomalies were identified. H3 product analysis (B)(4): the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory product ID b3300542 lot# serial# (B)(6) implanted: explanted: product type lead product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID b31040 lot# (B)(6) serial# : product type screening device product ID b31040 lot# (B)(6) serial# : product type screening device product ID neu_stylet_acc lot# serial# unknown : product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.